Manufacturer narrative:
Complainant city: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent moved on balloon and stent dislodgement occurred. A 32 x 2.25 promus premier¿ drug-eluting stent was selected for use to treat the target lesion. However, when the scrub nurse was removing the stent from the packaging hoop, the stent was malpositioned on the balloon and it fell off the stent delivery system (sds). The procedure was completed with another of the same device. No patient complications were reported.